Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Upon review of the device history record it was noted that (B)(4) manufactured the norian drillable inject 3cc - sterile, p/n 07.704.003s, and lot number n004676. The lot conformed to norian work order and synthes purchase order. There were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
The patient underwent surgery for a wrist fracture on (B)(6) 2013 using volar plating and norian drillable inject. As the surgeon was putting on volar plating, he inserted the norian product on the dorsal side where the fracture was but the product would not harden reportedly. The surgeon tried applying warm saline to help it harden to no avail. Therefore, he finished plating the other side of the wrist and closed the patient leaving the norian drillable inject intact. Surgery was prolonged approximately half an hour trying different things to get it to harden. This is 1 of 1 report for complaint #(B)(4).